Event description:
Additional information reported that the patient had a revision procedure to implant their ins deeper because it was ¿right on top of the skin¿ and was painful to the touch. The ins was noted to now be implanted on the patient¿s left buttock around hip level. If additional information is received, a follow up report will be sent.

Event description:
Follow up information received from the healthcare professional (hcp) reported that on (B)(6) 2013 reprogramming of the patient¿s implantable neurostimulator (ins) was performed which seemed to help the patient¿s comfort. On 2013 a revision procedure was scheduled to be performed on (B)(6) 2013 with the plan to bury the ins deeper. No hospitalization was required with the patient outcome reported as no injury.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was experiencing a shocking or jolting sensation. This occurred intermittently with movement and specifically they were able to recreate today in office with palpation and when pressing the programmer over the patient's ins. There was no known accident or incident related to this issue. Nor was it known how long it had been going on. Current impedance measurements were normal. The healthcare provider was considering a revision procedure. The patient's pocket site had a spot that tended to scab up and the healthcare professional was considering moving the ins deeper to alleviate this. C,0 1173 c,1 392 c,2 568 c,3 1099 0,1 1408 0,2 1530 0,3 2190 1,2 728 1,3 1099 2,3 1135 if additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4). Product type: programmer, patient: product ID 3 093-28, lot# va02euc, implanted: (B)(6) 2012. Product type: lead. (B)(4).